Event description:
A pso-pt was indicated to monitor icp in a case of traumatic brain injury. The monitor displayed e001 after it was calibrated.there are no obvious bends.

Event description:
A pso-pt was indicated to monitor icp in a case of traumatic brain injury. The monitor displayed e001 after it was calibrated.there are no obvious bends.

Manufacturer narrative:
Pending more information.